Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia "in the 30's." It was also reported that the right ventricular (rv) lead dislodged and exhibited intermittent capture. The lead was explanted and replaced. It was also reported that during the rv revision the right atrial (ra) lead became dislodged. The ra lead was successfully repositioned and remains in use. No further patient complications have been reported as a result of this event.